Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer report that her insulin pump fell on concrete and it broke. Customer stated that the bottom of the insulin pump fell off and the motor is just hanging out. Customer stated that the reservoir compartment was also damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump received with broken off end cap, cracked display window corner, reservoir tube lip, broken belt clip slot and scratched lcd window.